Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow up, inappropriate atp therapy due to a noise on the pace/sense vectors was observed. Noise was reproducible in clinic. Patient was asymptomatic. Programming changes were made.